Event description:
The manufacturer received information from a third party service center, alleging a ventilator's blower motor was locked. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at a third party service center, the customer's complaint was confirmed. The ventilator's blower motor was replaced to address the issue.